Manufacturer narrative:
The actual complaint product was returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 17-dec-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced three different incidences, which were associated with separate units, involving three different events. This is the first of three reports. Refer to 9611594-2024-00298 for the second event. Refer to 9611594-2024-00299 for the third event. It was reported the nasogastric tube ballooned and ruptured during use while inside the patient. There was no reported injury.

Manufacturer narrative:
H6: appropriate term/code not available: inappropriate use. No original packaging received for the samples. No other components returned. The sample device was examined showing that the tubing had signs of damage. The tube was also flushed through the y-connector (proximal end). Resistance was not felt while flushing, no substances were flushed through. The split/tear identified approximately at the 9cm mark. At the 9cm marked location, the tubing appeared to have expanded to form a balloon shape which burst in multiple direction causing a separation of tubing in two pieces. The bolus tip piece was not returned with the tube. When inspected the burst tubing material under magnification (50x), there were thin layers of the material noticed on the ballooned portion of the tube. The breaking point did not exhibit to have residue of dried foreign material. The evaluation confirmed a ballooning area with an axial split located approximately at 9cm mark. At the 9cm marked location, the tubing appeared to have expanded to form a balloon shape which burst in multiple direction causing a separation of tubing in two pieces. The bolus tip piece was not returned with the tube. The root cause of the reported issue seems to be a user related problem since as per the IFU (instructions for use), vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 02-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information 22-jan-2025 noted the patient's medical record on transfer arrival from nicu (neonatal intensive care unit) to pctu (pediatric cardiothoracic intensive care unit) on (B)(6) 2024 from nurse was reviewed. No deviation from practice noted and tubing was saved. This patient has a feeding tube throughout this timeline referenced as ¿feeding tube¿ in the x-ray results as well as orogastric tubes referenced as ¿drainage tube¿ in the results. The feeding tube placed on (B)(6)2024 is the one that broke and was removed on (B)(6) 2024. Timeline of events are as noted: on (B)(6)2024 - patient transferred to pctu and 18:18 x-ray confirms feeding tube break on (B)(6)2024- x-ray notes the feeding tube tip advanced to proximal jejunum but does not mention a break or suggesting there is a problem with the tube. (B)(6) 2024 - x-ray notes the feeding tube is post-pyloric but the ¿tip not seen,¿ and asks, ¿is it working appropriately?¿ on (B)(6)2024- 2x-rays taken noting that the feeding tube is gastric ¿loops around itself¿ and has an ¿unchanged kink¿ on (B)(6)2024- 1400 x-ray confirms the feeding tube is in the stomach. On (B)(6) 2024- 1307 x-ray notes the ¿appearance of post-pyloric,¿ but ¿could not completely exclude looping.¿ on (B)(6) 2024-feeding tube placed per flowsheet. There are no gaps in the flowsheet documentation and no nursing notes that mention any issues tolerating feeds outside of a single mention of og (oral gastric) residual from (B)(6)2024 at 14:50. The patient using the tube for continuous or bolus feedings no feedings were blended with feeds and/or thick consistency formulas. The device was used for oral and/or crushed meds. There was no history of the tube clogging prior to the rupture. The tube was flushed manually with a syringe. There were no harm nor potential unsafe conditions prior to the event. The break was noticed when the nurse checked the residuals "from the gastric tube that turned out to be about 60ml of feeds as well as a fair amount of air. X-ray then performed and break in tube was visualized."

Manufacturer narrative:
Additional information: b3 b5 and b6 all information reasonably known as of 21-feb-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.